Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was "distorted" and no graphics or text would be displayed. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.